Manufacturer narrative:
(B)(4). Batch # m52v2l. Result: the analysis found that one pce60a device was returned in good visual condition and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open colon procedure, the device was loaded with a blue reload and on the first firing, it locked out. The knife reverse was used to return the knife and release the device. Buttressing was not being used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.